Event description:
Bilateral patient contacted depuy's legal department to file a claim. This complaint is for the left side; the right side will be entered as a separate complaint. Patient is experiencing pain in his left hip and is concerned about the possibility of metallosis. Patient also had bloodwork done that showed very high co and cr levels, but he did not know the specific levels. He wants to have his left hip revised, but does not have a date for that yet. Update rec'd 6/10/14 - litigation papers received. A doi was added. There is no new additional information that would affect outcome of the investigation. Update rec'd 10/15/2014- pfs and medical records received. After review of the medical records for MDR reportability, the medical records indicate the cobalt and chromium level were significantly higher than 7ppb on (B)(6) 2014. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
Additional narrative: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).